Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle was blocked and wouldn't draw up medication. The following information was provided by the initial reporter: "when you go to draw the medicine it doesn't draw it up, doesn't draw anything back. Unless you push super hard it would come out. It felt like a barrier inside the needle. Other pharmacist have noticed this as well."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle was blocked and wouldn't draw up medication. The following information was provided by the initial reporter: "when you go to draw the medicine it doesn't draw it up, doesn't draw anything back. Unless you push super hard it would come out. It felt like a barrier inside the needle. Other pharmacist have noticed this as well."